Event description:
It was reported that this right atrial lead exhibited loss of capture. Further evaluation of the lead was discussed. This lead remains in service. No adverse patient effects were reported.